Manufacturer narrative:
Product event summary: the actual device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. The analyst noted that elective replacement indicator (eri) due to low battery voltage was recorded on (B)(6) 2014-03-24, prior to explant. The ramware version 8 was installed on (B)(6) 2010-12-27. High battery impedance leading to eri was noted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action, and returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri), however early battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.